Event description:
Taxus express post market surveillance study. It was reported that following a drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated 3 vessels. The first being a de novo, type b2, 75% stenosed 2.5x24mm target lesion located in the mid left anterior descending (lad) artery. Treatment placed a 2.5x24mm taxus express2 study stent inflated to 12 atmosphere's (atm's) and post dilated with an unspecified 2.5x15mm balloon at 20 atm's. The second lesion was a de novo, type b1, 90% stenosed 2.5x12mm target lesion located in the 1st diagonal. Treatment consisted of pre dilation with an unspecified 2.5x20mm balloon inflated at 6 atms, the placement of a 2.5x12mm taxus express2 study stent and post dilation with an unspecified 2.5x12mm balloon inflated to 14 atm's. The third lesion was a de novo, type a, 90% stenosed 2.5x16mm target lesion located in the ramus artery. Treatment consisted of pre dilatation with an unspecified 2.5x20mm balloon inflated to 6 atm's, the placement of a 2.5x16mm taxus express2 study stent at 12 atm's and post dilatation with an unspecified 2.5x15mm balloon inflated to 20 atm's. Ivus was performed confirming the stents were well apposed resulting in 0% residual stenosis. The patient was discharged 12 days later on bayaspirin and panaldine. 10000u of heparin was administered. No angina was confirmed at the 1 & 6 month follow up visits. At 204 days post the index procedure angiography confirmed in stent restenosis. On day 231, reintervention treated the 75% stenosed, 3x23mm target lesion located in the mid lad with angioplasty and a non bsc stent resulting in 0% residual stenosis.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.